Manufacturer narrative:
No model or product number was provided for this alleged event. The reporter only stated that the unit was a bed.

Event description:
It was reported that the casters on the bed were delaminating, which could possibly cause reduced brake force. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer did not make the unit available for evaluation. The issue was resolved for the customer by confirming that they have their own maintenance department that completes repairs and that no further feedback was needed at this time.

Event description:
It was reported that the casters on the bed were delaminating, which could possibly cause reduced brake force. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.